Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once an investigation of the device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the crank mechanism doesn't work. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. On (B)(6) 2020, it was reported that the crank/mechanism doesn't work. The customer returned a skin graft mesher device, serial number (B)(6) , for evaluation. Product review of the skin graft mesher on february 17, 2020 revealed that the ratchet was not working. The comb was damaged. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on february 17, 2020 which included replacement of the comb and reassembly of the ratchet. Skin graft mesher, serial number (B)(6) , was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the ratchet was not working properly, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the comb was replaced and the ratchet was reassembled. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
The investigation found that the comb was damaged. No adverse event was reported as a result of this malfunction.